Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported her insulin pump is alarming no delivery and motor error. The device alarmed no delivery while she was sleeping. She woke up and changed her insertion site, and the device alarmed motor error. Customer's blood glucose is 450 mg/dl. She treated with manual injections. Troubleshooting for the no delivery was not done because it was resolved by changing insertion sites. The device was not exposed to a strong magnetic field. The alarm was cleared. Customer does not use the sensor feature. Customer is able to rewind the device. Customer was advised that the device needs to be replaced, and to discontinue use and revert to a back up plan. Nothing further reported.